Event description:
It was reported that a patient underwent an unknown procedure. It was noted at an unknown time post-op, that the cage was broken. A revision was done to remove the broken cage. No further details are known at this time.

Manufacturer narrative:
These reports are being submitted as a part of a retrospective review, after acquisition of amt by medtronic. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.